Event description:
Healthcare professional reported "stiffness, redness and pain in her chest and in one area she started with skin erosion, exposure and capsular contracture baker grade IV¿. This record is for the unknown side. Device status unknown.

Manufacturer narrative:
The reported events of "capsular contracture, baker grade IV" and "exposure" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and exposure.